Event description:
"After removing dressing a leakage of blood, from junction between catheter branches, was noticed. A close look showed a small rupture."

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.